Event description:
Md inflated stent balloon to 24 stms approx. 30 sec. Md pulled back the inflator ending the inflation. Md then did a short fluro to observe the deflation of the balloon. The balloon appeared to be greatly inflated (as seen on cine) still and, md proceeded to quickly pull balloon back into guide while stepping on fluro. After pulling balloon shaft out, it was evident that balloon was detached from the shaft and wedged into the lm and ciri. After multiple attempts with snares and different caths, unable to retrieve balloon. On cine, the balloon markers are clearly visible with contrast still pooled in distal end of balloon.